Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: 3d transesophageal echocardiographic assessment of acute reverse remodeling of the tricuspid annulus after transcatheter edge-to-edge repair.

Event description:
The article "3d transesophageal echocardiographic assessment of acute reverse remodeling of the tricuspid annulus after transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to evaluate the acute remodeling of the tricuspid valve annulus immediately after the t-teer by using intraprocedural transesophageal three-dimensional (3d) echocardiography. Devices mentioned include triclip. The article concluded that the tv geometry necessitates the use of 3d echocardiography for accurate assessment of annular remodeling post t-teer. The reduction in tr grade and tv annulus dimensions begins immediately after triclip implantation. Concurrently, the baseline tv geometry influences the procedural results. [The primary author and corresponding author was (B)(6) with corresponding email (B)(6).

Manufacturer narrative:
B3 date of event is estimated. D4 the UDI number is not known as the part and lot numbers were not provided the additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Literature attachment: article title: "3d transesophageal echocardiographic assessment of acute reverse remodeling of the tricuspid annulus after transcatheter edge-to-edge repair". The investigation was unable to determine a cause for the reported slda, hemorrhage, renal failure, heart failure, and death. Pseudoaneurysm and fistula are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.